Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color until it was completely removed from the body. The user applied manual compression to establish hemostasis. There were no reports of patient injury. The patient¿s bmi was not greater than 40. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A non-cordis catheter sheath introducer was used. The device was stored and prepped per the instructions for use (IFU). The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium/plaque, mild access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, with no anomalies noted. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color until it was completely removed from the body. The user applied manual compression to establish hemostasis. There were no reports of patient injury. The patient¿s bmi was not greater than 40. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A non-cordis catheter sheath introducer was used. The device was stored and prepped per the instructions for use (IFU). The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site had no visible calcium/plaque, mild access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, with no anomalies noted. A non-sterile unit of product ¿vascular closure device 5f - us¿ was received inside of a clear plastic bag. The device was unpacked to perform the product evaluation finding the following conditions: the delivery shaft is presenting a severely kinked condition located approximately 5 cm from the distal tip compromising the deploying mechanism; the deployment lever is not depressed; indicator window was received black/white color; the plug is not deployed; the cowling guard was received unlocked; the back bleed port is set on the manufacturing position. The indicator wire is deployed; the device is blood saturated. No other outstanding details were observed on the returned part. Dimensional analysis was performed to verify the outer diameter (od) and inner diameter (ID) of the delivery shaft, measurements were taken near the kink. Dimensional analysis results were found within specification. The functional analysis was not performed due to the severely kinked condition of the unit, which compromised the deploying mechanism and impeded set back of the indicator wire to the manufacturing position. The device case was carefully opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. Based on the information available for review and the analysis of the device, the reported event of indicator window no change to indicator was not observed. A kinked condition on the delivery shaft was observed. The delivery shaft is presented a severely kinked condition located approximately 5 cm from the distal tip compromising the deploying mechanism; the deployment lever is not depressed; indicator window was received black/white color; the plug is not deployed; the indicator wire is deployed. Dimensional analysis results were found within specification. The functional analysis was not performed due to the severely kinked condition of the unit, which impeded set back of the indicator wire to the manufacturing position. The internal mechanism is assembled correctly, and no anomalies were observed. The exact cause of the observed kink in the delivery shaft could not be determined during the product analysis. The kink may have been a contributing factor to the initially reported event. However, the exact cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The reported vessel tortuosity may also have been a contributing factor. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The product analysis did not provide evidence to suggest findings are related to the manufacturing or design process therefore, no preventative or corrective actions will be taken at this time.